Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to slightly loose drive support disk. The insulin pump passed displacement test. The insulin pump was received with minor scratches on lcd window, cracked battery tube threads and broken belt clip slot and reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system alarm. Customer's blood glucose levels were not included in the report. Nothing further was reported.